Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the 3 sites were experiencing slowness in orders crossing over to all stations. A technical support specialist (tss) worked with the hit (hospital information technology) team and restarted the pyxis es server, then run query downtime, and found issue with the interface site, so the tss run package for cce (carefusion coordination engine) in remote support service (rss). Then rerun query on ssms (sql server management studio) and the issue with interface was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server experiencing slowness in orders crossing over to all stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.